Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: physician had difficulty advancing the bypass tube through the valve. After finally getting the bypass tube through, the device would not advance through the sheath at all. He pulled the device out of the valve and attempted again but the device still wouldn't advance. He removed the device and used a second manta to successfully close the arteriotomy. The staff disposed of the device. Additional information received on (B)(6) 2022: during an evar procedure, there were no reported issues with advancing and withdrawing procedure sheaths. The entire manta sheath was removed over the wire (otw), and a new sheath was placed for the second manta deployment. There was no buckling or bending of the bypass tube when it met severe resistance advancing into the manta sheath.

Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, an 14f manta was deployed for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. No buckling or bending occurred to the bypass tube when resistance was met. After several attempts, the physician was able to get the bypass tube through the sheath, however, was unable to insert the manta handle through the sheath to snap the closure unit into the sheath hub. The physician pulled the device out of the hemostatic valve and attempted to re-insert the closure unit to the sheath hub, but the closure unit again would not advance. The first 14f manta and sheath were removed from the guidewire and a second 14f manta device and sheath were opened, deployed, successfully achieving closure. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.